Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system cat rx kit. During the procedure, the physician made a successful pass using an indigo system catrx aspiration catheter (catrx) with a non-penumbra sheath and a non-penumbra guidewire. During the second pass, the physician experienced resistance while attempting to advance the catrx. Therefore, the catrx containing the guidewire was removed. It was reported that the physician also experienced resistance while retracting the catrx. Consequently, the mid shaft of the catrx was found to be fractured on the back table after removing the guidewire. The procedure was completed using a non-penumbra catheter with the same sheath and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned catrx was fractured at approximately 90.0 cm from the hub. Dried blood was found inside guidewire lumen. No damage was observed on the guidewire lumen. During functional testing, a 0.014 mandrel was inserted into the guidewire lumen and resistance was encounter upon the dried blood location. The mandrel could not advance further. Conclusions: evaluation of the returned catrx confirmed a fractured device. If the catrx is forcefully advanced against resistance, it may become kinked. If the damaged device is forcefully retracted against resistance, it may become fractured. The root cause of the initial resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.